Event description:
It was reported that the gastrointestinal videoscope had poor water/air supply. This was found during a diagnostic upper endoscopy procedure. The device was exchanged to complete the procedure. There was no report of patient harm. The device was returned, evaluated, and a foreign object was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that air and water supply volume did not meet the standard value due to clogging of the nozzle. In addition to the foreign object found in the nozzle, other evaluation findings are as follows: the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the water removal ability did not meet the standard value due to clogging of the nozzle; there was a cut on the image guide protector; the objective lens was discolored; the connecting tube had a wrinkle; switch#4 was worn; the suction cylinder was shaved; and the image had a partially dark area due to dirt on the objective lens. Lastly, there were scratches on the following parts: the connecting tube, the protector of the universal cord on the suction connector side, the forceps elevator lever, the forceps elevator knob, the right/left knob, the upward/downward knob, the image guide protector, the scope cover, the suction connector, the universal cord, the grip, the control unit, and the switch box. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer has no idea about the nature of the foreign material. It is unknown if there was any delay in the start of the precleaning, or if there were any abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water, air, and detergent solution. They wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. The customer also flushed the air/water nozzle channel with the detergent solution but they did not immersed the endoscope in the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven years since the subject device was manufactured. Based on the obtained information, the cause of the foreign material remaining was unable to be specified since it was unknown whether reprocessing was practiced in accordance with IFU. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as described below: [inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor the field performance of this device.